Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this patient received appropriate anti tachycardia pacing (atp) therapy to convert an arrhythmia. Review of the episode noted the first burst of atp accelerated ventricular tachycardia (vt) intervals from vt-1 zone into vt zone. The next burst of atp successfully terminated arrhythmia. The device remains in service and no additional adverse patient effects were reported.